Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The cause was isolated to the power pcb assembly. The device can no longer be repaired. The customer was offered a replacement device. The customer will scrap the device.